Manufacturer narrative:
A visual evaluation found that the stent was broken at the location of the proximal barb. The investigation concluded that the damage noted to the stent was most likely due to some operational/anatomical factors encountered during the removal procedure. The damage was located at the proximal side of the stent where the snare wire is typically placed to grab the stent. Force on the snare wire could cut or tear the stent during the removal procedure. Therefore the most probable root cause is ¿operational context.¿ a labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an advanix¿ preloaded biliary stent implanted in the patient's common bile duct on (B)(6) 2015, was scheduled to be removed on (B)(6) 2016. According to the complainant, when they removed the stent, it broke off and migrated back into the bile duct. An attempt to retrieve the stent with the use of soehendra retriever was unsuccessful. Thus, the patient was scheduled for another removal procedure on (B)(6) 2016 and the stent was eventually removed with the use of a rat-tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent implanted in the patient's common bile duct on (B)(6) 2015, was scheduled to be removed on (B)(6) 2016. According to the complainant, when they removed the stent, it broke off and migrated back into the bile duct. An attempt to retrieve the stent with the use of soehendra retriever was unsuccessful. Thus, the patient was scheduled for another removal procedure on (B)(6) 2016 and the stent was eventually removed with the use of a rat-tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".